Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Evaluation summary; not enough info provided to determine cause. Some wear is apparent on thread at breaking point which may have contributed to failure. Possibly a user error contributed to failure. Evaluation codes: 100-68 approximately 5-6mm of thumbscrew threaded tip has broken off and was not returned. Scanning electron microscopy analysis of fracture surface showed predominantly a transcrystalline fracture in "cleanage" mode. Near the periphery, a thin zone of ductile fracture was seen that was around 75% of the circumference, perhaps due to final tearing. Energy dispersive spectroscopy analysis showed fe, cr, ni and mo peaks that are typical of a 13-8 mo ph stainless steel. The hardness and material of this device is to specification device history records are in order and conforming indicating manufacture to specification.

Event description:
It was reported that on (B)(6) 2004, the threaded end of the thumbscrew broke off in the humeral prosthesis and remains in patient.